Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation, the farawave ablation catheter could not be irrigated once connected to the irrigation line. The line was disconnected and reconnected, but the issue remained. Subsequently, the catheter was replaced, and the procedure was completed successfully. The catheter is expected to return for analysis.

Event description:
It was reported that during device preparation, the farawave ablation catheter could not be irrigated once connected to the irrigation line. The line was disconnected and reconnected, but the issue remained. Subsequently, the catheter was replaced, and the procedure was completed successfully. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, visual inspection of the catheter was performed, and no abnormalities were observed. The catheter was functionally testing by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing was not functional in all deployment state. The catheter was dissected and revealed the flush kinked, likely causing the flushing difficulties.